Event description:
It was reported that during the procedure, the inner layer of the extended working channel was abraded when biopsy forceps were pushed through, resulting in device fragments being detected in the specimen and in the scope view. Broken device fragments were loose in the patient and had to be removed piece by piece with forceps and suction. The procedure time was longer than expected, and the case was completed using classical non-navigated bronchoscopy.

Manufacturer narrative:
Correction: b2 (intervention required), b5, h1, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted string like fibers. The string like fiber was determined to be from scraping the inner liner. Functional testing noted that the lg and ewc lengths had been measured using calibrated rulers and were found to be within specification. The ewc had been checked with a ball mandrel and was observed to pass without any resistance. The ewc had been cut open to inspect the interior, where scrapes/gouges were observed. It was reported that device fragments were detected in the specimen and in the scope view. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: with the jaws closed, insert the distal tip of the device into the extended working channel. Advance the device using short, 2cm strokes until the appropriate mark on the catheter body is reached. If using the unmarked biopsy forceps, use standard endoscopic technique. When the biopsy operation is complete, ensure that the jaws remain closed and slowly withdraw the forceps from the extended working channel. If the jaws will not close completely, do not use force to pull the jaws into the extended working channel. Remove the endoscope and the extended working channel with the forceps still in place. Then manually close the jaws and remove the forceps and extended working channel from the endoscope. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure, the inner layer of the extended working channel was abraded when biopsy forceps were pushed through, resulting in device fragments being detected in the specimen and in the scope view. Broken device fragments were loose in the patient and had to be removed piece by piece with forceps and suction. The procedure time was longer than expected, and the case was completed using classical non-navigated bronchoscopy. No patient complications have been reported as a result of this event.

Manufacturer narrative:
New information has been received pertaining to the event. This event has been reassessed and the reportability has been determined to be a serious injury. Additional information: d9, g3, h3, h6 correction: b1, h5, h8 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but photos were available for evaluation. Visual inspection noted multiple images of fibers. It was reported that the device had a string-like fiber. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.